Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the cylinders not filling with saline resulting in the device to malfunction as a result of a hole in one of the cylinders. There was also erosion that was observed at explant. The ipp cylinder, pump, and reservoir where explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient is currently recovering following the procedure.